Event description:
The patient contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use at the end of therapy. The patient stated he never felt overfull and feels fine now. The technical service representative (tsr) checked the therapy and it was continuous cycling peritoneal dialysis with a total volume of 12000ml, a total time of 8:00, a fill volume of 2000ml, a last fill volume of 2000ml, a dextrose setting of same, an initial drain alarm of 1500ml, a comfort control setting of 36 degrees celsius, a last manual drain setting set to yes, a target ultrafiltration (uf) of 0ml, and the alarm set to no. The tsr checked the cycle by cycle uf from the therapy log. The cycle 4 uf equaled 2026ml and the cycle 5 uf was 256ml. The patient did not get any alarms and the initial drain was 1995ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(6) 2012. The rn stated the patient did not make her aware that they received a high drain alarm and drained 4026ml. The rn stated the patient does not return the rn's calls and does not come in for his blood work. The rn stated she would try to contact the patient and follow up. As far as the rn knew the patient was continuing therapy on the cycler successfully. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.